Manufacturer narrative:
Qn# (B)(4). Additional info: this product is not sold in the us. The 510k provided is for a similar product that is sold in the us.

Event description:
It was reported that in the pt's room approximately nine days after the catheter was laced in the pt's internal jugular vein, 15cm depth, a leak of medical agent was found around the junction area of the brown injection hub and distal line. As a result, the catheter was removed and a new kit was opened and used without issue. The catheter was inserted (B)(6), and removed (B)(6). There was no reported delay, death, or complications to the pt as a result of this occurrence.